Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. The patient reportedly presented to the emergency room (ER) with flu-like symptoms. Blood cultures were positive for methicillin-resistant staphylococcus aureus (mrsa), and the patient became septic. There were no additional adverse patient effects reported. This ra lead was explanted. Due to the limited information received, further follow-up to obtain related details was not possible.